Manufacturer narrative:
The user facility could not identify which monitor mount handle was subject of the event. A steris technician inspected the monitor arms and mounts in six operating rooms and found them to be in good condition, correctly installed and properly operating. Monitor arms and mounts can be positioned at varying degrees of height, rotation, and tilt; the positioning while in use for procedures, or "parked" when not in use, is at the hospital's staff discretion. An in-service on the proper use and operation of the surgical lighting system has been scheduled for (B)(4) 2011.

Event description:
The user facility reported that a doctor hit his head on a monitor mount handle and subsequently required stitches. Steris has attempted to obtain additional information regarding this event however a response has not been received.